Event description:
Customer alleged that the pin that attaches to the chair to hold the front riggings on snapped off. Warranty #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trex26r, serial number/date code (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1110546 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the pin that holds the front riggings to the power chair allegedly snapped off. Replacement part ordered on warranty order #(B)(4). No injury alleged.